Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. No audio beep anomaly during testing was noted. The pump was unable to verify a loud weird noise anomaly and alarms due to blank display. (B)(4).

Event description:
The customer reported via phone call of a blank display, program alarm anomaly, signal too low alarm and unexpected restart from the insulin pump. The customer's blood glucose level was 298 mg/dl. The customer stated that the pump woke her up in the middle of the night and made weird noises. The customer stated that there were multiple alarms in the alarm history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was assisted with the self-test and it passed. The customer was advised to monitor the pump.